Event description:
It was reported that the customer had low blood glucose levels of 39mg/dl. The customer also reported having issues with their transmitter. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
The transmitter was received with damaged cow catcher corners. However unit passed functional testing. No charge anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.